Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record identified the following related repair: the needle bearing was worn, the cable was damaged, and the motor was corroded and had failed. The needle bearing, plug harness assembly, and motor were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. It was noted the device has not been returned regularly for recommended annual pm. The event is confirmed.

Event description:
There is no additional information.

Event description:
No other additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted. (B)(6).

Event description:
It was reported that during surgery the device operated intermittently. There was no harm, there was a 15-30 minute delay. An additional unplanned skin graft was not required. No adverse events were reported as a result of this malfunction.